Manufacturer narrative:
The received device had the cannula assembly deployed. No evidence was found that would result in the cannula dislodging from the infusion site; a root cause for the reported event could not be determined. No evidence was found that would result in a failure of the adhesive pad to adhere; a root cause for the reported event could not be determined. The exposed portion of the soft cannula was also found damaged, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle. No leaks were found during testing, and no other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 419 mg/dl while wearing the pod between 4 and 24 hours. Patient stated the adhesive came off and the cannula dislodged from the infusion site (arm). As treatment, a new pod was applied after the event. The patient's blood glucose history is as follows: (B)(6).